Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review determined that this reported event relates to the previously reported event captured in mfg. Report no. 300420917 8-2016-22874. All further information related to this event will be submitted under that mfg. Report no. 3004209178-2016-22874.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via a manufacturer representative (rep) reported that it was discovered the device is at end of service (eos): and off. The rep saw the patient during the summer of 2016 and found their device to be at eos at that time and the device was turned off as well as it was not delivering nor could it be programmed. Prior to that, the implant needed to be sat at high voltages to get any sensation, which probably contributed to the ~5 year longevity. The earlier lead the patient used was not very successful, and this second lead placed "some time ago" does not seem to be performing well either. A replacement is scheduled for (B)(6) 2016 as a result. The patient's indication for implant is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.